Manufacturer narrative:
Visual examination of the polyaxial screw heads confirms that the threads are damaged with areas of material displacement. Evaluation of the setscrews also shows areas of material displacement on the threads typical to what is termed "jumping the threads." This occurs when excessive force is applied at final tightening. The condition of the implants is not unexpected based on the fact that the surgeon tightened the setscrews at a setting of 100 in/lb which is above the recommended 80 in/lb setting. Root cause appears to be related to surgical technique.

Event description:
Surgeon implanted screws in a spinal case. Sales representative recommended setting torque wrench to 80lbs, however ,the surgeon set the wrench to 100lbs thinking that this will provide more down force onto the rod. Screw at l5 and s1 were torqued to 100 lbs. At which time, shreds of thread inside poly head started to appear. Both screws were removed and replaced with new screws. Torque wrench was set back to 80 lbs and rod was placed with setscrews engaged and torqued without complication. Situation resulted in an extension of surgery time beyond 30-min. As a result an MDR is being filed.